Event description:
It was reported that patients implantable pulse generator (ipg) stopped working as expected. It was also noted that patient was experiencing inadequate pain relief. The patient underwent an implantable pulse generator (ipg) replacement procedure and the patient is doing well post-operatively. The explanted device will not be returned asp ER facility policy.